Event description:
It was reported that the customer had low blood glucose and the school nurse treated him with cookies and candy. Customer's blood glucose reading was 39 mg/dl at the school nurse office. Caller stated that the blood glucose kept dropping, and the insulin pump had frozen black screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No frozen or black screen noted. Unit was received with moisture damage on the display window board.